Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was taken to the emergency room (ER) for diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 400 (mg/dl). The customer also experienced tachycardia. Reportedly, the customer changed the infusion set site, bloused and administered a manual injection in an attempt to address bg level prior to the ER. Subsequently, the customer was admitted to the hospital with a bg level of 600 (mg/dl). While in the hospital the customer received insulin, humalin drip and potassium. Reportedly, the contact believed the cause of the elevated bg level was the pump and the infusion sets. The contact stated the pump was not delivering insulin and did not alarm to indicated there was no insulin being delivered. The customer was released from the hospital the following day.